Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was blocked when administering medication. The following information was provided by the initial reporter, translated from spanish to english: "defective needle (obstructed) that prevents the administration of the medication, when pressing the syringe."

Manufacturer narrative:
Investigation summary: it was reported an obstructed needle prevents the administration of the medication when pressing the syringe. To aid in the investigation, one video was provided for evaluation by our quality team. The video is in a foreign language and is a person showing a needle assembly connected to a syringe. The person manipulates the syringe and it appears the solution in the syringe was not expelled. A device history record review was completed for provided material number 990193, lot number 9030851. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the video sample analysis the symptom reported by the customer could not be confirmed. Without a physical sample analysis a probable root cause could not be offered. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was blocked when administering medication. The following information was provided by the initial reporter, translated from spanish to english: "defective needle (obstructed) that prevents the administration of the medication, when pressing the syringe".